Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 400 mg/dl while wearing the pod. Symptoms reported include hyperglycemia. Once at the patient was at the hospital they were admitted to the intensive care unit (ICU). The patient was treated with intravenous fluids and insulin via injections. The patient was released from the hospital after a week.